Event description:
The customer stated that her blood glucose was tested using her contour meter and the reading was 110 mg/dl. The hospital performed a blood glucose test and received a reading of 25 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the different clinically significant. The customer was given juice to raise her blood glucose level. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.